Event description:
It was reported that the pt's neurostimulator eroded through the abdominal wall. The pt noticed a pimple at the device site, which enlarged to a necrotic area of skin and the neurostimulator was exposed. The neurostimulator was removed with no complications. No serious injuries were reported.